Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. The downstream sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette. This occurred during testing. There was no patient present at the time of the event. There were no reported adverse events.